Manufacturer narrative:
No obtained machine, and the user did not provide the lot number, specific operation method, and refused further assistance in troubleshooting, making it impossible to determine the specific cause. The feedback information describes a secondary compression and severe squeezing of the arm. It is necessary to confirm whether there was any movement during the pressure measurement process that caused the secondary compression, and if the compression time is long, it may feel strong. If not, it is necessary to conduct a more in-depth analysis of the machine under the condition of reproducing this situation. If more evidence is obtained in the future, the investigation will be followed up.

Event description:
My blood pressure machine worked great for a month and now it's dropping the mmhg super fast and then reinflating and squeezing our arms to death. We can't get a reading anymore no matter which arm we do. This is so frustrating as my husband is in heart failure and needs to take his bp at least 2 times a day!